Manufacturer narrative:
Evaluation revealed the shaft of the ablator is bent at 2.25" from the distal end at approximately 25 degrees. Stress fractures are present on the insulation at the bent area. The conditions observed indicate the device was used as leverage and/or bent intentionally. The stress fractures on the insulation can cause an unintentional burn. The product directions for use clearly states: "do not bend or reshape the probe; insulator damage can occur... Insulator damage can cause unintentional injury to tissue." This event was attributed to misuse.

Event description:
It was reported that during a knee scope, the patient suffered a burn at the inferior portion of the lateral portal on the right knee. The burn was approximately 3cm wide and 1" long. The ablator was used with a non-arthrex generator. The surgeon excised the portion of burned skin and sutured around it. This device is used for treatment.